Event description:
It was reported that there was a measuring problem of the right ventricular (rv) lead r-waves when connected to a different analyzer with use of the same electrogram (ECG) cable. It was also reported that the rv lead is broken; the dai is now de-activated and the lead will be explanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.